Event description:
It was reported when using the pyxis medstation es system that it had a door failure and was unable to open the fridge door. The customer reported that unable to dispense medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the remote manager latch assembly that was faulty. The field service engineer replaced the latch assembly and the harness cable to resolve the issue. The system functioned as intended after the field service troubleshooted the device.